Manufacturer narrative:
The user facility's biomedical technician inspected the washer and found that the nut holding the valve disc to the cylinder shaft had come loose subsequently allowing the valve disc to fall. The biomedical technician secured the valve disc into position and returned the washer to service. A steris service technician inspected the washer and confirmed that the biomedical technician made the proper repairs; the washer was found to be operating to specifications. No additional issues have been reported. The washer was installed in 2013 and is serviced and maintained by the user facility.

Event description:
The user facility reported that a valve disc had fallen out of the pressure/vacuum relief valve and into the chamber. The disc fell near an employee when they were unloading the cart washer. No report of injury.